Manufacturer narrative:
A functional evaluation was performed and presented a motor stall error and heating of the hand piece. Corrosion was observed on the cable assembly connection and gearbox fork assembly, and the assembly could not be removed from the housing for further assessment due to corrosion. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events.

Event description:
It was reported that the mdu hand control powermax shaver locked up while using a burr, and the handle became hot during a shoulder arthroscopy procedure. There was a 5 minute delay in the procedure, and it was completed using a backup device. No injury or complications were reported.